Event description:
The facility representative reported a colleague infusion pump with vertical lines on lcd display. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. (The user interface module software version is 6.13.92)

Manufacturer narrative:
(B)(4). The reported condition of vertical lines on lcd display was confirmed during product evaluation. The assignable cause was a defective lcd display. The lcd display was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.